Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a >50mm abdominal aortic aneurysm. It was reported when the patient returned for follow-up, a type ia endoleak was identified. Intervention was performed and an endurant cuff was implanted as part of a chevar procedure. This resolved the endoleak. As per the physician the cause of the event was disease progression. No additional clinical sequalae were provided and the patient is fine.